Event description:
It was reported that the patient underwent a revision surgery in 2008 to remove a broken rod. No patient complications were reported.

Manufacturer narrative:
Device has not been returned to medtronic for evaluation. A review of the device history records found no documentation to indicate a non-conformance to specification. Unable to determine the cause of the event.